Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg is still functional but can no longer generate enough power to provide paresthesia. Surgical intervention may take place to address the issue.